Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has to press the button multiple times for the pump to respond. Reportedly, at times the screen never illuminates when the button is pressed. Customer's blood glucose level was not impacted. Contact stated customer will continue to use the pump and has back up insulin pens for continued insulin therapy.